Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced partial paralysis from the waist down, ¿can hardly walk and needed to use a walker, and cannot even stand up by herself in the shower.¿ it was also stated the patient¿s right knee would give out, but now both knees gave out. The patient was scheduled for x-rays of knees and computed tomography (CT) scan. It was noted the patient had a different deep pain from the waist down which "was weird and different.¿ the patient¿s symptoms included paralysis, inability to walk, and pain whether or not stimulation was on or off. The symptoms started a couple of weeks ago. The stimulation target was from the waist down and initially it helped. It was also stated the patient had a different type of pain down right side after the surgery, but the pain had since subsided. It was further noted that the patient was "breaking out" in brown spots "all over her body" which had started "about one week ago," however it was stated that they were freckles though the patient was not convinced. The patient reportedly received a steroid shot for the knee. The patient's status was undetermined at the time of the report. Additional information was requested, but not available at the time of the report.

Event description:
Additional information received reported that the patient was at their healthcare professional¿s (hcp) office to meet with their hcp and manufacturing representative to investigate if the device was related to the pain the patient had. It was noted the patient initially felt an 80 percent reduction in pain using stimulation and oral medication. It was noted the patient had suddenly felt pain in their legs, hips, and knees and they could not walk. It was further noted the patient felt paralysis from the waist down. Additional information was requested, butwas not available as of the date of this report.

Event description:
Additional information received indicated the healthcare provider (hcp) did not believe there was anything wrong with the device. It was stated the hcp had instructed the patient to go to the emergency room, but had no additional information to provide.